Event description:
It was reported that the 9900 system will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reloaded the software, configuration and cal files. The system was tested and found to be working as intended and placed back into service.